Event description:
Report of an unspecified number of overdeliveries. The report reads: "several dial-a-flos )lot unk) were programmed to deliver antibiotic treatment in 6 hours, and they did it in 2 hours (overdelivery). This malfunction happened with several pts, during the last 5 days. No pts had any damage." Though requested, no add'l info was provided.